Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(4) 2014, inratio inr: 1.9, laboratory inr: 2.5. Therapeutic range: 2.5 - 3.0. The time between testing was less than ten (10) minutes. Reportedly, the monitor was not in the correct mode when finger stick was performed and the finger was "milked" after the finger stick. There was no reported adverse pt sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.